Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. At the time of the occlusion, the customer had observed an air bubble within the infusion set cannula. An infusion set change was performed to address the event. There was no reported impact to the customer¿s blood glucose level.